Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced missing label information. The following information was provided by the initial reporter: pharmacy reported with 2 boxes missing exp dates next to lot number.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringes with bd ultra-fine¿ needles experienced missing label information. The following information was provided by the initial reporter: pharmacy reported with 2 boxes missing exp dates next to lot number.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7016789. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. Expiration dates were not printed on packaging until 16mar2018. H3 other text : see h.10